Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from australia alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed that run # 775 produced a sars-cov-2 positive result for one sample in a pool tested and analyzed on the cobas® liat® system (s/n (B)(4)). The pooled samples were repeat tested individually on a different cobas® liat® system (s/n not provided) that produced sars-cov-2 negative results. The samples were again pooled and repeat tested and analyzed on a different analyzer (not provided) that produced sars-cov-2 negative results. No patient details were made available, and no harm or injury was indicated. The positive result was not reported out to the patient and/or personnel treating the patient. No information on sample collection or handling was provided.

Manufacturer narrative:
An investigation was performed. Data was provided and reviewed and it was seen that run#775 produced a positive result for the sars-cov-2 target with a delayed CT of 33.98. The curve looks good and is representative of low level amplification in the limit of detection (lod) range. This CT value for the positive run indicates low level of virus present and the curve appears to support that this positive result is in the lod range. No analyzer issue was seen in the provided data set. Additionally, the practice of testing pooled samples with this test is considered off-label and not recommended. Per the IFU, " this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results." It is unknown how testing pooled samples may affect results. The data indicated the sample contains a viral target concentration at the limit of detection for the assay, so discrepancies at this level can be expected with repeat testing. It is possible one or multiple of the samples pooled had low-level virus present and therefore lod results were generated upon testing. The issue is sample specific and no product problem was identified. (B)(4).